Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported: could not deflate the cuff of tube. When a anesthesiologist had tested the tube's cuff, he noticed that the tube's cuff was not deflating well. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
A visual inspection was performed, and it was observed that all the components were assembled properly in the tube according to drawings. Inflation/deflation tests were performed by using a 25cc syringe of air applied and extracted from the cuff in several occasions. It was observed that the inflation/deflation system worked properly. The cuff inflated and deflated completely every time. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Inflation and deflation tests are performed for all products. The operator inspects all products for no leaks, and segregates the defective parts. All products have a resting time of two hours prior to deflation. Once the part is inspected visually, the instruction provides the guidelines to deflate the cuff. Containment action is not required since the failure mode was not confirmed in the received sample. (B)(4).